Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify low reservoir, weak battery, low battery and lost sensor alarms due to blank display. Also it was unable to performed displacement test, basic occlusion test, occlusion test, prime, no delivery test due to blank display. Unit received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the screen on the insulin pump was blank and the customer's blood glucose was 600 mg/dl. The customer stated the insulin pump powered off during normal use on four different occasions. Customer treated for high blood glucose with manual injection. Troubleshooting was performed. There was no damage or corrosion found and the insulin pump was not exposed to moisture. The customer inserted a new battery into the insulin pump and the display returned. Weak battery, bad battery, and low reservoir alarms were found in the insulin pump history. The customer reportedly had a weak battery during the blank display incident. Customer's blood glucose was 160 mg/dl when the issues were reported. Nothing further reported.